Event description:
Customer reports set was leaking. Reporter unsure if the incident occurred during set-up or during patient use. Reporter states she is not aware of any patient injury as a result of the leaking set.